Event description:
It was reported that an ilet pump sustained screen damage while the user was asleep, after which the screen was not usable and the device became difficult to use. Symptoms included no injury. Outcomes included interruption of pump therapy and planned device replacement with user continuing cgm via dexcom g7. Investigation included complaint intake, user education on shutdown steps, verification of data sync to the mobile app, return logistics, and explanation that data will not transfer to the replacement device. Investigation of this case revealed a damaged display consistent with physical damage to the user interface component, resulting in loss of screen visibility and impaired device usability. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.